Event description:
It was reported to boston scientific that a jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6) 2011. According to the complainant, during the procedure after the wire was positioned in the duodenum down a drain, a sensation snare was used to grab the end of the wire to pull it into the scope. On first attempt the wire was pulled back into scope channel but appeared to slip out of snare in channel. On second attempt it was noted that the hydrophillic tip of the jagwire had been compromised and the inner wire core was visible. At this stage the wire was pulled back through the drain and removed from the patient. There was no efforts taken to recover the detached piece of the guidewire. There were no patient complications as a tome and different wire were then used to facilitate complete the procedure. The patient's condition has been described as stable.

Manufacturer narrative:
Although the patient's exact age is unknown, the patient is over 18 years old. Reported event of tip detachment. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that a jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2011. According to the complainant, during the procedure after the wire was positioned in the duodenum down a drain, a sensation snare was used to grab the end of the wire to pull it into the scope. On first attempt the wire was pulled back into scope channel but appeared to slip out of snare in channel. On second attempt it was noted that the hydrophillic tip of the jagwire had been compromised and the inner wire core was visible. At this stage the wire was pulled back through the drain and removed from the patient. There was no efforts taken to recover the detached piece of the guidewire. There were no patient complications as a tome and different wire were then used to facilitate complete the procedure. The patient's condition has been described as stable.

Manufacturer narrative:
A visual examination of the returned device revealed that the pebax had detached from the tip of the corewire. The corewire had bent and rolled onto itself and was outside of the pebax coating. There was no evidence of a corewire fracture and the diameter of the guidewire was also within specifications. It is possible that unstated procedure and possibly clinical factors may have contributed to the pebax section detached from the corewire tip, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Also it is important to mention that the failure was noted after the guidewire was pulled back with the snare and it could be contributed to the damage found too. Therefore, operational context is the most probable root cause for this incident.